Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no adverse impact on customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.